Event description:
On 2/11/97 pt had an incision & drainage, and debridement of deep wound infection post lumber laminectomy and diskectomy, l5-s1, left. A closed wound suction evacuator was placed. On 2/11/97 upon removing drain it was thought to break thus leaving a fragment of the drain in the pt. 2 other drains remained and therefore x-ray was not conclusive. On 2/13/97 when other drains were out the x-ray confirmed the presence of a fragment retained in the pt. On 2/14/97 the pt returned to surgery for removal of the fragment.